Event description:
The connectors on baxa tubing #601 do not properly connect after they changed manufacturing a few months ago. Therefore, the IV line becomes occluded and the medication is not administered as intended.